Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a change in therapeutic effect. The patient was seen in clinic. A volume discrepancy was discovered. The actual residual volume was greater than the expected residual volume. No motor stall noted in the pump logs. The rotors did not move during a rotor study. The patient was supplemented with oral medications for pain relief. The hcp may conduct a second rotor study. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.